Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint that the filter was leaking could not be verified due to the product not being returned for failure investigation. A device history record review for model 10013902 lot number 23039088 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 07mar2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional info: material #: 10013902 batch #: 23039088. It was reported by customer that durvalumab priming and noticed a drip from the filter at patient side of filter. Stopped immediately and placed blue dental bib under medication. Filter was in fact leaking. Verbatim: dfci rl #48125. - was there any leakage when the events 1) connections falling apart, and 2) filter breaking off happened? Event description: durvalumab priming and noticed a drip from the filter at patient side of filter. Stopped immediately and placed blue dental bib under medication. Filter was in fact leaking. No harm to patient or nurse. Drips were contained. Drug returned back to pharmacy and new drug bag with filter issued. Patient not delayed long and infusion completed without incident. - are you able to provide the date of the event in the format of dd-mm-yyyy for each event; connections falling apart, the filter leaking, filter breaking off? Event reported 05-04-2023. - was there any patient involvement for this events? Yes - how was the patient outcome? Are there any clinical signs, health consequences or impact? Delay in care as another set was needed. - did the event involve an urgent/life threatening medical situation? No. - did the event cause permanent impairment of a body function? No. - did the event require medical or surgical intervention? No. - did the event cause permanent damage of a body structure? No.

Event description:
It was reported that bd alaris smartsite low sorbing set was damaged and leaked. The following information was received by the initial reporter with the verbatim: dfci rl #(B)(4) - was there any leakage when the events 1) connections falling apart, and 2) filter breaking off happened? Event description: durvalumab priming and noticed a drip from the filter at patient side of filter. Stopped immediately and placed blue dental bib under medication. Filter was in fact leaking. No harm to patient or nurse. Drips were contained. Drug returned back to pharmacy and new drug bag with filter issued. Patient not delayed long and infusion completed without incident. - are you able to provide the date of the event in the format of dd-mm-yyyy for each event; connections falling apart, the filter leaking, filter breaking off? Event reported 05-04-2023. - was there any patient involvement for this events? Yes. - how was the patient outcome? Are there any clinical signs, health consequences or impact? Delay in care as another set was needed. - did the event involve an urgent/life threatening medical situation? No. - did the event cause permanent impairment of a body function? No. - did the event require medical or surgical intervention? No. - did the event cause permanent damage of a body structure? No.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.